Event description:
A report was received that the pt's precision system was explanted. The physician was not aware of the pt's explant, and no further info was available.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval.